Event description:
Automatic blood pressure was cycling at a rate of once every three minutes. Looked up at monitor and saw that the bp cuff had not cycled for 5 minutes. Confirmed that the cycling had spontaneously stopped. On the back of the equipment there are more than 4 stickers, all with multiple numbers. It is difficult to identify the monitor on this form. For clarity, there is only one vital signs monitor at the anesthesia station in ep 1. On the date of this event, the devices that were reported to have this issue were control#'s (B)(4) (drager kappa xlt) and (B)(4) (drager monitor module). The module is where the nibp parameter comes from. The next day, both of these were taken out of service and replaced with (B)(4) (drager kappa xlt) and (B)(4) (drager monitor module). These new devices were tested for several hours and confirmed to be in full functioning order prior to installing in the room.